Event description:
The reporter contacted animas on (B)(6) 2014 reporting a damaged cap and case issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the damaged cap and case issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was damaged/stripped. The battery compartment threads are stripped. The display is dim/fading/reddish.